Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, the physician observed a dislodgement on the right ventricular (rv) lead. The patient was stable and will continued to be monitored. Further information was requested but not yet available.